Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application froze after losing communication with the patient connector and displayed an error code. The user was advised troubleshooting steps and the issue was resolved. It was noted that the battery was low on the patient connector. The mobile programmer and patient connector remain in use. No patient complications have been reported as a result of this event.